Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6) hospital event site postal code: (B)(6).

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated and confirmed by photographic evidence the spring arm cover was cracked with missing particles . We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated and confirmed by photographic evidence the spring arm cover was cracked with missing particles . We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: in the photo, we can notice the absence of the cap, its screw, and the missing parts of the side cover. We have no information regarding the circumstances of this incident. The breakage of side cover is due to: impacts, collisions (abnormal use). To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect appearance defect, we recommend to perform corrective maintenance to rectify the default after its detection. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot# (B)(4).